Event description:
Per the clinic, the device was explanted (date not reported) due to poor performance with device use. It is unknown whether the patient was implanted with another device, as of the date of this report.